Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure stent damage and difficulty removing a catheter occurred. Vascular access was obtained via the left brachial artery. The 99% stenosed target lesion was located in a shunt of the left subclavian vein. A 10.0x60x135 cm express ld stent delivery system (sds) was advanced but was unable to cross the target lesion, during attempts the distal edge of the stent got flared. The sds was unable to be removed from the sheath and with several attempts the proximal edge of the stent got flared and as a result the stent was implanted proximal to the target lesion. Another shunt was created. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned with no stent on the device. The balloon showed evidence of being inflated but it was fully wrapped around the shaft. There was no damage to the shaft. There was no damage noted to the tip of the device. No damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage and difficulty removing a catheter occurred. Vascular access was obtained via the left brachial artery. The 99% stenosed target lesion was located in a shunt of the left subclavian vein. A 10.0x60x135 cm express ld stent delivery system (sds) was advanced but was unable to cross the target lesion, during attempts the distal edge of the stent got flared. The sds was unable to be removed from the sheath and with several attempts the proximal edge of the stent got flared and as a result the stent was implanted proximal to the target lesion. Another shunt was created. No further patient complications were reported and the patient's status is stable.